Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the atrial lead was found to have dislodged at a post-operative check. The lead was eexplanted and replaced. No patient complications have been reported as a result of this event.